Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent healing issues, to include infection, inflammation and redness at the abutment site. Subsequently the patient was prescribed several courses of oral and topical antibiotics, commencing (B)(6), 2013 through (B)(6), 2015. The implanted device remains.